Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the button of the insulin pump was stiff. Customer¿s blood glucose level was unknown. Customer reported that the act button was stiff. Insulin pump was not deliver insulin properly. There was scratches on the screen but not harder to see. Battery compartment and end cap was worn and stripped. The insulin pump had diminished battery life and no delivery alarm. The insulin pump will not be returned for analysis.